Event description:
The manufacturer was informed on this event through the publication 'the first transcatheter valve-in-valve implantation of a self-expandable valve for the treatment of a degenerated sutureless aortic bioprosthesis' by kosmas et al. In 2013, a patient received a perceval pvs21 in the aortic position due to severe aortic stenosis. The paper reports that the patient was referred to the hospital in (B)(6) 2017 due to worsening dyspnea on effort (nyha class ii-iii). The screening echocardiography (performed on (B)(6) 2017) documented preserved left ventricular function ( lvef 50%) and mixed aortic valve disease with aortic valve area 0.75 cm2, mean aortic valve gradient 59 mmhg and moderate paravalvular aortic regurgitation. The coronary angiography ruled out significant coronary disease. A percutaneous viv implantation with a 23mm self-expandable evolut pro system was decided for the patient and it was performed on (B)(6) 2018. Angiography and hemodynamic measurements confirmed the correct implantation and no paravalvular leakage across the valve. At discharge, echocardiography showed proper viv functioning with no significant leaks, but a remaining mean gradient of 35,8mmhg across the evolut valve. The increased gradient was interpreted by the remaining small remaining aortic valve orifice due to the presence of both the perceval and evolut valves, excluding any early valve thrombosis by echo imaging. Per additional information received, the follow-up echos at discharge, 1st and 6th month revealed a mean av gradient (35mmhg), with a calculated aortic valve area 1.0cm2 (moderate-severe as), but reportedly far better from the screening measurements (mean av gradient almost 60mmhg). At 6th month follow up the clinical status of the patient was significantly improved, with dyspnea only in the maximum effort (nyha class I).

Manufacturer narrative:
The manufacturer is submitting a follow-up report based on the additional information received on the event. As reported, the perceval device was implanted in another hospital. As such, the serial number of the device could not be retrieved. Since the serial number is unknown and the device remains implanted, no further investigation can be performed at this time. Based on the available information, the root cause for the reported event cannot be definitively stated. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
Since the device was not explanted (valve-in-valve performed) and the serial number is unknown at this time, the manufacturer was unable to perform any investigation. As such, it is now possible to determine the root cause of this event. The manufacturer has followed up to retrieve additional information on this event and, if received, a follow up report will be submitted. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer was informed on this event through the publication 'the first transcatheter valve-in-valve implantation of a self-expandable valve for the treatment of a degenerated sutureless aortic bioprosthesis' by kosmas et al. In 2013 (exact date unknown), a patient received a perceval pvs21 in the aortic position due to severe aortic stenosis. The paper reports that the patient was later referred to the hospital due to worsening dyspnea (nyha class ii-iii). The screening echocardiography documented preserved left ventricular function and mixed aortic valve disease with aortic valve area 0.75 cm2, mean aortic valve gradient 59 mmhg and moderate paravalvular aortic regurgitation. A percutaneous viv implantation with a 23mm self-expandable evolut pro system was decided for the patient. Angiography and hemodynamic measurements confirmed the correct implantation and no paravalvular leakage across the valve. At discharge ((B)(6) 2018) echocardiography showed proper viv functioning with no significant leaks, but with a remaining mean gradient of 35,8mmhg across the evolut valve.